Manufacturer narrative:
H3 and h6: the customer did not accept the quote for repair, the device evaluated however it was returned to the customer unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. There was no adverse event reported.